Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and the device primed without issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred between (B)(6) 2015 and (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air could not be removed from an interlink solution set during priming. There was no patient involvement. No additional information is available.